Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Additionally, the customer experienced continuing low blood glucose (bg) levels approximately 40-59 mg/dl; cause was unknown, however, exercise was suspected to be a contributor. Carbohydrates were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management. Reportedly the customer continued to use the pump for insulin therapy.